Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Product investigation: the complaint device was received and inspected. This complaint cannot be confirmed. An expressew needle (p/n 214141) was inserted into the gun, and then fired. The autocapture plate seated fully after performing this action as the needle deployed, however with unexpected difficulty. A visual inspection revealed that the lower jaw of the gun was bent. The angle of the deformed lower jaw is a contributing factor for difficulty in deploying the needle. There was no knowledge of the device being dropped or mishandled by the user. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. Other than this possibility, we cannot discern a root cause for this failure mode. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch:1221934-2018-54614

Event description:
It was reported via email by the sales rep that prior to being used on the patient for a shoulder scope, the needle on the customer's expressew iii a/c gun was sticking when trying to deploy and broke on the back table. The autocapture plate would not seat all the way into the mouth of the device. They used a competitor's device to complete the procedure. There were no patient consequences or delays. The device is being returned.